Event description:
It was reported that this left ventricular (lv) lead was explanted due to it becoming dislodged which was confirmed by x-ray imaging. A new device was implanted. No additional patient effects were reported.